Event description:
Pt's forearm sustained 3-4 burn blisters after undergoing sweat chloride test. This was reported by child's mother after they returned home. No medical treatment required.====================== health professional's impression======================low voltage on sweat test apparatus lead to high amps. This was due to low battery charge. Batteries replaced. Recommendation by hospital biomed is to change batteries every 6 months.====================== manufacturer response for sweat test apparatus, (brand not provided)======================peds pulmonary clinic spoke with manufacturer. I am unaware what was said during the conversation.